Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse discovered a hole in the sample line tubing from the diff mix chamber. The fse replaced the tubing resolving the leak and error generated by the instrument. (B)(4).

Event description:
The customer reported a leak of bloody fluid of unspecified volume from a coulter lh 780 hematology analyzer. The leak was not contained within the instrument and the customer also stated flow cell voltage/pressure errors were recovered at the time the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.